Event description:
It was reported that the device clinician of this patient reached out to technical services (ts) for review and consultation of the presenting electrogram (egm). Upon review, it was determined that there was oversensing far-field signals. However, it was noted that the signals were appropriately falling into the device programmed blanking zone, therefore the device is not affecting the timing cycles. Additionally, it was determined the right atrial automatic threshold (raat) failed to measure the threshold due to low evoked response (ER). The raat feature was turned off. This implantable cardioverter defibrillator (ICD) remains in service and there were no adverse patient effects reported.